Event description:
Unomedical reference number ((B)(4). Event occurred in the united states. Reportedly, the patient's blood glucose level was a little high and when he changed it out, the blood glucose went down as it should, then he ate supper and next morning when he woke up and blood glucose was almost 500 mg/dl. Therefore, he took a shot and slept most of the day and by that evening it was going back up again and ketones were so high. He went to emergency room and was subsequently hospitalized and when he removed the set, cannula was bent. The blood glucose level was 330 mg/dl at time of hospitalization. Reportedly, pump was removed from the patient's body on first night and cannula was found to be bent and site location was front side of upper left leg. The patient received intravenous fluids as a corrective treatment in the hospital. The infusion was in use for one day and a half. At the time of this report, the patient blood glucose was 106 mg/dl and he been hospitalized for 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.